Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were surgically abandoned due to lead safety switch triggered for high out of range pace impedance measurement, greater than 2,000 ohms. It was noted that fluoroscopy indicated inconsistencies in conductors. Subsequently, new rv and ra leads each of the same models, were successfully implanted. No additional adverse patient effects were reported.